Manufacturer narrative:
(B)(4). This lot was manufactured from july 28, 2014 ¿ july 29, 2014. The device was received for evaluation. During visual inspection the red coil cap was observed to be separated from the housing of the device. The cause of this was due to malformed housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the malformed housing could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had an unspecified separation issue. The reporter stated that "the pump is observed to be separated" while the device was still in its pouch. There was no patient involvement. No additional information is available.